Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found a tear in the exposed cannula. Although damage to the cannula was observed, it is unclear when the tear occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider

Event description:
It was reported that a patient's blood glucose levels reached 309 mg/dl while wearing the pod worn longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, patient replaced the pod, and gave a 1 unit bolus.